Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that approximately three years, nine months post implant of this bioprosthetic valved conduit in a pediatric patient, this device was replaced due to stenosis, mild regurgitation, and elevated gradients, with a peak gradient measuring 55 mmhg. Additionally, the patient was outgrowing the device. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.